Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose was 500 mg/dl. Customer reported having air bubbles in the tubing of the reservoir. The blood glucose was 380 mg/dl at the time of visit to the emergency room. Assisted customer rewinding the insulin pump and manually primed the air out of the tubing. Advised customer to switch infusion set to prevent no delivery alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02666.